Event description:
I received the charite artificial disk in 2006. One year following the surgery everything seemed to be fine and I was improving. Shortly after my one year post op date I began to experience severe low back pain as well as nerve pain in my legs. I have since been diagnosed with severe spinal degeneration which is believed to be the result of the artificial disk and it alleged flawed design. The facet degeneration at l4-5 was so severe that an additional surgery was needed to stabilize my spine. I was declared permanently disabled in 2011. I cannot sit, stand or walk without pain. I live on pain medication and have completely lost my quality of life as a result of this device. I was a (B)(6) employee at the time of my surgery and did extensive research before making the decision to have this procedure. I feel like the clinical trial that allowed this device to be marketed was flawed and the lives of many have been ruined. I find it disturbing that the device was pulled from the market as the lawsuits were beginning to mount against depuy.